Event description:
During baxter's eval it was found that a spectrum pump has a false upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of false upstream occlusion alarms through the history log, but could not reproduce it. Internal eval of the unit found multiple cracks in the upstream sensor assembly tail pins, which is a known contributor to the alarms. The failed upstream sensor was replaced.